Event description:
This event occurred during a thorocolumbar scoliosis case. There were no complications during the surgical procedure, however, when it was time to break the double hex set screws from the slider, one of the hooks opened (could not retain slider). The hook in question was placed at t12 and was the last hook of the construction. It was not possible to place the rod again since the double hex set screws on the other hooks were already cut. The surgeon tried to remove all the screws from the hooks, but was only able to remove 7 of the 12 set screws. The surgeon could not remove the rod, which caused pressure on the contrary side of the construct. Since the vital signs of the pt were starting to deteriorate, the surgeon felt it was necessary to fracture the lamina from the hooks on one side of the construct and remove the hooks and rod together on the other side of the construct. When all the implants were removed, the anesthesia was lifted from the pt and subsequent tests confirmed neurologic compromise. Pt had paralysis for 7 days in both legs.